Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve was reported to be degenerated with stenosis and aortic insufficiency. The root cause for the valve degeneration six years and six months post implant cannot be determined but maybe related to the patient¿s multiple co-morbidities (listed above) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, six years and six months post deployment of a 23mm sapien valve, the patient underwent a valve in valve (23mm sapien 3 ultra valve in 23mm sapien valve) transfemoral tavr procedure due to aortic stenosis and aortic insufficiency. Additional information provided by the hospital medicals records indicated the patient presented to the emergency department with shortness of breath. Tte initially showed a moderate to large pericardial effusion. The patient was admitted and underwent bilateral thoracentesis to aid in fluid removal. She completed her inpatient tavr evaluation and was taken to the hybrid operating room. Bav was performed followed by the implantation of a 23mm sapien 3 transcatheter aortic valve through the left common femoral artery. Excellent results were obtained without complications. A post tavr echocardiogram was performed that revealed lvef 30-35 %, aortic valve mean gradient of 13 mmhg and mild anterior paravalvular regurgitation. A postoperative EKG revealed sr and baseline lbbb. Electrophysiology was consulted and recommended outpatient follow up tte in three months. The patient was discharged home on pod3.